Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of double pneumonia, gangrene colon, peritonitis, withdrawing care, fatal bowel obstruction, and fatal cardiac arrest in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient was hospitalized for an unreported indication. On unreported dates, during hospitalization, the patient was diagnosed with double pneumonia, gangrene of the colon, and peritonitis. On (B)(6) 2011, the patient experienced cardiac arrest and died. The cause of death was cardiac arrest and bowel obstruction (onset date not reported). Treatment rendered for the events was not reported. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing until the time of death. Concomitant medications were not reported. An opinion of causality was not provided. The nurse medically confirmed this report. On an unreported date in (B)(6) 2011, the family ended up withdrawing care, which put the patient into cardiac arrest. Per the nurse, all events were not related to dianeal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. The cause of the peritonitis was no device malfunction or use error identified.